Event description:
During a routine check of the iabp, the company representative observed that the iabp generated maintenance required code #7 alarm "power supply fan failure". No patient was involved.

Manufacturer narrative:
The company representative found the pump intermittently displaying maintenance code #7 (power supply fan failure) even though the fan as running. After the pump was on for about a minute on ac power, the pump shut off. This happened on ac power and battery. Replaced the power supply (p/n 0014-00-0033-05). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The failure mode of sudden shut down was evaluated by maquet. The failure was attributed to a mechanical failure of the cooling fan of the power supply. As a result of this failure, the power supply overheats and shuts down without any visual or audible warning. Maquet cardiovascular llc has initiated recall 2249723-2/24/2014-001c to address this failure mode. The FDA (B)(4) district recall coordinator has been advised. A notification letter has been sent to this customer. Health hazard evaluation (hhe) was conducted. The overall risk of the malfunction is moderate to high. The CAPA was closed and all corrective actions have been addressed. (B)(4).